Event description:
It was reported that the during sample evaluation biomed had an arctic sun device that was not cooling because of faulty chiller. Per sample evaluation results received via task on 17jun2025, it was reported that the bent frame at base of the unit. No clear label on control panel bracket. Banging or clanking noise coming from compressor upon applying power. Per sample evaluation results received via task on 24jun2025, it was reported that the tank seals were replaced due to worn/torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller. The arctic sun 5000 was evaluated and the noisy compressor was noted. No repairs were performed; device was returned unrepaired per ucc customer service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.